Event description:
The pt contacted us in november of 2005 regarding a medpor malar implant that had movd in the direction of his eyes after surgery. The priginal doctor was no longer in the area and the pt was looking for a doctor to correct the placement in a second surgery. The original doctor returned to the area in march of 2006 to perform the second surgery. The doctor contacted us in july 2006 to inquire about the placement of the implant . The doctor stated that he had placed the implant twice in a position that causes the implant pt press against the pt's globe and in his opinion the design shows a ski-tip-like curvature at the outer where ir should be flat on the malar arch. The doctor stated that before he performed a third surgery, he would like some clarification of placement. The doctor was sent a description about placement from our website. Per the doctors request. Pictures showing the malar implant placed on a skull model was also sent.

Manufacturer narrative:
There is not pt safety issues. The pt is not satisfied with the cosmetic results.